Event description:
Customer reported his insulin pump keeps shutting off and he has to replace the battery. A replacement battery cap did not resolve the issue. He has received battery out limit, failed battery test, and weak battery alarms. Customer's blood glucose is 154 mg/dl. Customer uses new duracell batteries that were stored at room temperature. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no unexpected failed battery test or battery out limit anomaly noted during testing. All the operating currents were within specification. Off no power alarm did function properly and passed the self test. No unexpected weak battery or blank display noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.